Event description:
It was reported that a female patient underwent an atrial tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which led to cardiac arrest that required cardiopulmonary resuscitation and pericardiocentesis removing approximately 400ml of fluid. The patient¿s medical history is unknown. There is no further information about the hospitalization. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power mode with settings at 30 watts, irrigation flow setting of 17 ml and st. Jude agilis sheaths of 8.5 and 11.5 fr. Were used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17061592m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Non-bwi products used: st. Jude agilis sheaths 8.5 and 11.5 fr. (B)(4).